Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the right atrial (ra) lead was dislodged twice after placement. The ra lead was explanted and replaced to resolved the event. The patient was stable with no consequences.